Event description:
The dentist made a complaint about 3 implants ti titamax implant (5.0) 5.0x13 that did not osseointegrate, but the dentist did not provide info about product, surgery or pt conditions.